Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an aneurysm repair procedure. Reportedly, the sutures of the proglide device came out of the patient anatomy when the proglide device was removed. The sutures of two new proglide devices were successfully placed using the pre-close technique. The sheath was upsized to 12f and the interventional procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported sutures of the proglide device came out of the patient anatomy when the proglide device was removed was confirmed. The returned device observations are consistent with successful needle to cuff engagement and indicates suture sawing damage likely occurred such that the suture was pulled through the vessel and remained in the suture bearing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.